Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that there was no reponse from any button, time clock did not change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test, self test, active current measurement test and sleep current measurement test properly. No frozen screen noted during testing. Device functioning properly. (B)(4).